Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old (B)(6) female patient underwent breast augmentation revision with unknown mentor saline breast prostheses. The customer reported that the left breast prosthesis had deflated and was smaller than the right breast prosthesis. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 375cc saline breast prostheses on (B)(6) 2018. The patient experienced no accompanying symptoms.

Manufacturer narrative:
On 4/18/2018, mentor became aware that the suspect medical device catalog number was 3501650 and that its lot number was 5541669. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/18/2018, mentor became aware that the PMA number for the suspect medical device was: p990075. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/6/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).